Event description:
The customer reported that the systems on/off switch would not stay on which prevented the system from fully booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The on/off switch was replaced. The system was then found to be operating as intended.